Manufacturer narrative:
A boston scientific technical services consultant informed the caller that it is a red alert which cannot be changed. The consultant informed the caller that if they clear it, it will stay cleared but if it trips again it will go through the red alert process. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a red alert was received for low shocking impedance. The caller was inquiring about turning off the red alert. No adverse patient effects were reported.